Event description:
Note: the dates of the procedure and event are unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight are unknown). According to the complainant, 2 weeks after placement of the device, the locking adapter became cracked. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the returned device revealed that the locking mechanism was cracked, confirming the reported problem. The cause of the physical damage was undetermined.